Event description:
It was reported that a dexcom app crash occurred. No data or product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Product registration ¿ additional information. A4 weight ¿ additional information. A4 weight units ¿ additional information. B5: describe event or problem ¿ additional information. D1 brand name ¿ additional information. D4 catalog no ¿ additional information. G4 PMA / 510k (premarket numbers) ¿ additional information. G6 type of report ¿ additional information. H2: additional information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an app crash occurred. No data or product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.